Event description:
During surgery, motor leaked oil from the top of the hose near the motor. On follow-up it was reported that the motor was being used to perform a posterior cervical fusion. After drilling for an undetermined amount of time, the o.r. Tech noticed oil where the motor hose meets the swivel. There was oil on both the surgeon's and o.r. Tech's gloves. The motor was removed from the sterile field and the procedure was completed with a second motor. The wound site was flushed with antibiotics. No injuries or significant delays in surgery were reported.